Event description:
It was reported that the right atrial (ra) lead showed high thresholds and intermittent undersensing. The physician was unable to explant the lead due to scar tissue. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.